Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased threshold measurements resulting in loss of capture. Additionally, high out of range pace impedance measurements were observed. An x-ray revealed the lead was in the main coronary sinus. An invasive procedure was performed and this lead was surgically abandoned. A new lead was successfully implanted. No adverse patient effects were reported.